Event description:
It was reported that the patient experienced enlarged ventricles due to insufficient drainage of cerebrospinal fluid with the implanted valve. The device was explanted after approximately one year of implantation.